Event description:
It was reported that the device reached at early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event. It was reported that the device reached elective replacement indicator (eri) early and it was noted that the left ventricular outputs had been programmed high. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. The analysis found the battery depletion was normal.